Event description:
It was reported that the patient fell out of bed and the bed exit did not alarm. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.